Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source occurred while the pump was charging. Multiple power adapters and usb cables were used. Contact reset pump to clear the alarm. Pump battery was charged. Customer's blood glucose was 140 mg/dl.